Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 254, 200 mg/dl. Tests were done within 10 minutes with a difference of 21%. Patient did not experience any adverse events. Customer is cleaning meter incorrectly and is not using check strips. No further information has been reported.